Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was evaluated post-radation and was found to be in back-up mode. Technical services (ts) discussed that the memory of the device was corrupted, and recommended replacement. It was noted that the patient was scheduled for a follow up visit in the near future. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the device case. All seal plugs were intact and operated normally. The device was returned in fallback mode. A review of the device memory noted 10 software warm resets on (B)(6) 2010. The device also reported numerous resets and memory corrections on (B)(6) 2010. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. It was concluded that the device was in fallback mode due to radiation therapy.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.